Event description:
The customer reported that they were not getting audible alarms on the mx40 as expected during simulations. There was no report of patient harm.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.